Event description:
It was reported that the user experienced recurrent low glucose readings and requested guidance on pump use around a planned procedure; support advised contacting a healthcare professional for medical direction and assisted with a factory reset and mobile app re-pairing when the ilet app would not connect via bluetooth. Symptoms included dizziness and weakness associated with hypoglycemia, with reported nadirs in the 50¿60 mg/dl range and low duration up to several hours; another episode involved hyperglycemia to 196 mg/dl without symptoms. Outcomes included self-treatment with oral carbohydrates and continued pump use without outside assistance or medical intervention. Investigation included review of user-reported data, troubleshooting of app connectivity, and education on device use. Investigation of this case revealed a cause that remained unclear for the hypoglycemic events and transient app pairing failure, with device function restored after factory reset and bluetooth reconnection. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.